Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a cranial biopsy, navigation of the biopsy guide could not be performed. The surgeon elected to continue the procedure with the vertek probe to align and then inserted the guide without navigation. It was reported that a diagnostic sample was taken and no adverse event occurred. The surgeon opted to complete the procedure without the use of the navigation system. A medtronic representative reported that the aiming device was too tight. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.